Manufacturer narrative:
The field service representative (fsr) verified that the pump was producing an overspeed error. Fsr replaced both the central processing unit (cpu) and pump driver board as per the manufacturer's technical support's recommendation. Unit is still not functional and overspeed error still persist. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The service repair technician (srt) replaced the drive motor. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded. As per biomedical technician, the pump was a vent. The occlusion was set per user facility protocol. There was no resistance of the occlusion mechanism observed.

Event description:
Per clinical review on september 5, 2017: on (B)(6) 2017 during cardiopulmonary bypass (cpb) one of the roller pumps had a speed error/overspeed which is due to a failed motor. They used another roller pump in its place and continued with the surgical procedure, therefore there was no delay in the procedure. There was no blood loss, and no harm was observed.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) powered on the pump, pressed the start buttons and turned the speed knob to increase the revolutions per minute (rpms). The pump immediately entered overspeed 1 mode and pump rotations did not start. The product will be sent to service to be brought to manufacturer¿s specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the roller pump had a "speed error' error message. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.